Event description:
Pt had subsequent patella tendon repaired & augmentation with semitendonosis. Dr believes that the vapr electrode caused damage during use. Sales rep states the dr also used a shaver during procedure.